Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the beginning of a laparoscopic colorectal surgery, the staples did not work properly which resulted to an incomplete staple line distally, and they were using sutures to fix it. They used another device to finish the surgery.